Manufacturer narrative:
Concomitant medical products: 694045 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been followed closely for the last several months because of persistent lead integrity alerts alarming. There were stored episodes exhibiting non-physiologic noise on the atrial lead and right ventricular (rv) lead and occasionally noise on both leads. A lead fracture was suspected for the atrial lead. Both leads were explanted and replaced. However, it was noted that during the extraction procedure the physician stated that they could see insulation breakdown on both leads in the pocket. No patient complications have been reported as a result of this event.